Manufacturer narrative:
Philips service replaced the hard disk spare part. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(6)).

Event description:
It was reported to philips that a hard disk failure caused machine boot-up issue on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.